Event description:
The pt reported that the buttons on the pump are hypersensitive to button presses. He stated that he barely has to press them to get a response.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for eval. During eval, it was found that the down arrow button was sensitive to button presses and the bolus button was intermittently responsive. Investigation revealed that the down arrow button was misaligned and the bolus button cover was torn at the center.